Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. (B)(4).

Event description:
It was reported that an infection occurred. The implantable pulse generator system required removal. During the explant of the implantable lead, a tear to the coronary sinus occurred. The patient underwent emergency surgery however died six weeks later due to complications including pneumonia and peripheral ischemia.